Event description:
This device was returned for preventative maintenance. During preventive maintenance unit was found with physical damage on pump head door p1. Customer did not allege product malfunction or defect so complaint call script does not need to be answered. The process step is unknown. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the pump head door assembly. To correct the condition, the pump head door assembly was replaced. If any additional information is received, a follow up MDR will be sent.